Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered and reported: wavefore 254 was out of specification on the high side. The issue was discovered during servicing, therefore there was no patient involvement and patient information is no applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: service initiated: unit failed calibration at waveform 254; fut error code: 20. A burnt odor was detected during calibration. Investigation conclusion: the reported issue was confirmed. The unit failed calibration at waveform 254, with a higher than prescribed output reading. Multiple errors were experienced by service and repair at the contract manufacturer's site due to several defective components along the rf circuit board. Additionally, some components of the rf circuit board exhibited an overcurrent condition, supporting the "burnt" smell. Replacing the defective and overcurrent-damaged components restores functionality and allows the unit to pass calibration with no further failures found. Minor cosmetic damage to the bezel was also observed (scratched), but without a functional impact. Replacing the bezel returns the unit to acceptable cosmetic standards. If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered and reported: waveform 254 was out of specification on the high side. The issue was discovered during servicing, therefore there was no patient involvement and patient information is no applicable.